Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator's displayed volume delivered was different from the actual volume delivered. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed steps during testing. The device's filter needs replaced and the device needs recalibrated to address the issues.